Event description:
It was reported that patient underwent an initial left total knee arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to a fractured locking clip after a patient fall; however, no revision procedure has been reported to date.

Event description:
It was reported that patient underwent an initial left total knee arthroplasty on an unknown date. Subsequently, a revision procedure occurred on (B)(6) 2015 due to a fractured locking clip after a patient fall.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date and lot number - unknown. Date implanted - approximately 10 years ago. PMA/510(k) number. Manufacture date ¿ unknown.